Event description:
It was reported that the pump declared an altitude alarm, an issue ongoing for about 1.5 years, with the most recent occurrence on (B)(6) 2025. The event caused the customer¿s blood glucose level to display "high". The customer administered a correction bolus via the pump and required no assistance from a third party. There was no need to replace the cartridge, and after receiving tips for preventing altitude alarms from cts, the customer resumed insulin delivery with the original cartridge.